Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy, after they fired the probe into the breast, they received the l3-017 error code. They changed probes and noticed that the cutter on the probe was very slow. The case was completed using the holster.